Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, the specialist asked to use a 1.5 mm drill bit for the 2.0 mm system. After performing manual drilling without using the motor for a few minutes, the drill bit had broken. The tip remained inside the patient and it couldn't be removed. Almost a centimeter of the drill bit tip remained inside the patient because it couldn't be removed. The specialist explained that the drill bits were not new but had been used. The surgery was delayed by approximately ten minutes.